Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not accept multiple cartridges during the loading process. There was no reported impact to customer's blood glucose. Contact declined follow up from tandem technical support.